Manufacturer narrative:
(B)(4). The complaint states that the patient experienced a hyperglycemic event on (B)(6) 2015, resulting in diabetic ketoacidosis (dka). It should be noted that diabetes mellitus is a known cause of dka.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that he experienced diabetic ketoacidosis (dka) on (B)(6) 2015. Patient was at home at the time of the event. Patient was not using his dexcom continuous glucose monitor (cgm) at the time of the event. Patient reported that his unspecified insulin pump had failed. Patient stated that his wife drove him to the emergency room on (B)(6) 2015 due to severe high blood glucose levels, as he suffers from episodes of dka. At the time of the event, patient reported experiencing vomiting, severe weakness and pain. Blood glucose levels at the time of the event are unknown. Patient reported that his wife had to pull the car over and call 911. Patient continued transport to the hospital by ambulance. It was further reported that when patient arrived at hospital, the emergency staff removed insulin pump from patient and administered unspecified intravenous (IV) fluid, obtained blood work, administered insulin directly to lower blood glucose levels, and administered morphine for severe pain. Additionally, patient reported being transferred to the intensive care unit (ICU). At the time of contact, patient reported his current condition as good. No additional information was provided.